Event description:
The customer reported being hospitalized due to low blood glucose on three different occasions. The customer was experiencing unexplained low glucose for the past months. The customer's most recent glucose reading was 89mg/dl. The customer stated that he has been disconnected from the insulin pump since his last admission. The customer declined to troubleshoot the insulin pump and requested a replacement. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.